Manufacturer narrative:
Date of event: (B)(6) 2013.

Manufacturer narrative:
Additional information was received that during the revision, it was also determined that the lead was cracked and the splitter had a wire protruding out of the silicon. The lead and splitter were then removed in the said revision. Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit- 50 cm model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) the explanted lead and splitter were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having charging difficulty and experienced a power surge on her battery. Database analysis revealed no anomalies. The patient underwent a pocket revision and was doing well postoperatively.

Event description:
A report was received that the patient was having charging difficulty and experienced a power surge on her battery. Database analysis revealed no anomalies. The patient underwent a pocket revision and was doing well postoperatively.